Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that a nurse after giving patient an IV medication, turned to walk to the sink when left foot got caught in the sling strap. As a consequence of the event, nurse fell and sustained strain to the cervical and lumbar area that continued to the right elbow and right knee.

Manufacturer narrative:
Collecting of the information is ongoing additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that when a nurse was giving the medication for a patient, she turned around and her foot tangled in the loop of the repositioning sling. As a consequence, the nurse tripped over, fell and sustained strain of cervical and lumbar area. The injury was assessed not serious. Based on the photographic evidence the sling was not damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU (B)(4)) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU). The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document shows how to remove the sling after required actions have been taken. To conclude, the arjo sling was left under the patient when the event occurred, and from that perspective, it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop and sustained serious injury.